Event description:
The patient presented to the hospital experiencing syncope. The device was interrogated and premature battery depletion was suspected. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery discharge was confirmed. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was found depleted to eri level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.